Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve was explanted after implant duration of 7 years, 9 months due to evaluated transvalvular gradients. The patient presented with shortness of breath, chest pain and fatigue. The valve was replaced with a non-edwards device.

Manufacturer narrative:
High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. The most likely cause is patient factors, including hyperlipidemia (hld) and diabetes mellitus (dm). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H3: evaluation summary: report of transvalvular gradient was unable to be confirmed through visual observations. X-ray demonstrated commissure 2 bent outward; heavy calcification was observed on leaflets 2 and 3, and moderate calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. As received, leaflet 1 had a 5mm tear at commissure 1 and 3mm x 10mm cutout section. Leaflet 2 had 10mm x 11mm cutout section. Leaflet 3 had a 5mm tear at commissure 3, a 7mm cut and 8mm cut at the cusp. The cuts had a smooth and straight edge. Cutout leaflet fragments were not returned, calcification was evident at the tears/cuts. As received, mechanical damage marks were observed on the free margin of leaflet 1 near commissure 2 and leaflet 3 near commissure 1. Damages appeared serrated and did not penetrate leaflets. Sewing ring was cut off around the valve and exposed the metal band. Cut off sewing ring fragment was not returned with valve. A suture remained attached to the sewing ring near commissure 3. H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h3, h6. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hyperlipidemia (hld) and diabetes mellitus (dm). Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve was explanted after implant duration of 7 years, 9 months due to evaluated transvalvular gradients. Product evaluation confirmed moderate to heavy leaflet calcification, moderate host tissue overgrowth and evidence of calcification was at tears on leaflets 1 and 3. The patient presented with shortness of breath, chest pain and fatigue. The valve was replaced with a non-edwards mechanical valve. Per information received the patient was known to have elevated transvalvular gradients since implantation and remained asymptomatic until more recently.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve was explanted after implant duration of 7 years, 6 months due to unknown reason.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.